Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Results: visual inspection of the returned product found the lens stuck inside a cartridge. There was no visible damage to the cartridge. (B)(4).

Event description:
An cc4204a collamer single piece lens +20.5 diopter was returned to the manufacturer stuck inside the nanopoint cartridge. The reporter indicated the lens was not implanted and they had no additional information to provide.